Manufacturer narrative:
The day of the event date is unknown. Only the month (B)(6) and year (2020) are known. (B)(6).

Event description:
It was reported that the cuff component of the blue line ultra (blu) tracheostomy tube was deflating too easily. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu).a sample was returned with p/n 100/870/080 the sample was visually inspected at a close distance of 12-16 with one small tear noted.when cuff tested under submerging in water, the event was verified, as bubbles with coming out. Relevant documents with reviewed upon quality testing and no manufacture discrepancies were revealed prior to release. The cause in theory if could be related to not following manufacture guidelines in section 4 of the IFU 10016503-002 prior to use. The cause is believed the occurrence of leak was after the product left the manufacturing site and care of product by consumer.

Event description:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu).